Event description:
On november 16, 2020, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy occurred at an unspecified time on (B)(6) 2020. The patient reported obtaining a blood glucose reading with the subject meter "5.0 mmol/l higher" compared to her feelings and/or normal readings (exact result not provided). The patient manages her diabetes with insulin (type/dose not reported). The patient claimed administering "too much" insulin based on the alleged inaccurate result. The patient reported developing symptoms of a "bad hypo" at an unspecified time on (B)(6) 2020, after the alleged issue occurred, and described feeling "dizzy, almost passed out, couldn't stand or raise her arm." There was no report of medical treatment/intervention received as a result of the alleged issue. At the time of troubleshooting, the cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on an alleged inaccurate high result obtained with the subject meter.